Event description:
It was reported by repair work order that there was no power to the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the bed was not receiving power due to a malfunctioning power supply board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with model, serial number, and evaluation results provided by customer that the bed was not receiving power due to a malfunctioning power supply board. Customer sent parts to do own repair. Customer performed evaluation.